Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso nav 2515 catheter (d134302 / unknown lot #unknown). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paresis that did not require medical/surgical intervention. During the procedure, the patient suffered diaphragmatic paresis. No medical/surgical intervention was provided. Patient outcome is unknown. Extended hospitalization was not required as a result of the adverse event. The physician¿s opinion regarding the cause of this adverse event is that this it was procedure related. There were no issues or errors reported on any bwi products or equipment during the procedure.